Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the em instrument interface resolved the issue. The system then passed the system checkout and was found to be fully functional. The em instrument interface return was refused by the site. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the em is not working with the navigation system and is displaying a fault message. There was no patient present when this issue was identified.